Manufacturer narrative:
Retainer ring = black. On 12/16/2021 the customer alleged charge/battery lasts less than expected, cosmetic damage (damaged belt clip rails), and keypad unresponsive/button error alarm. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay, broken belt clip rails, faded serial number label, cracked battery tube threads, cracked keypad overlay, and cracked case above arrow and battery icon identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. In further full review in the pump history, these battery related alarms were found: low battery alarm on 12/06/2021 at 14:38:00, insert battery alarm on 12/06/2021 at 14:56:02. No stuck key alarm was found in the pump history file. Device passed the keypad voltage test. Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected low battery, insert battery, stuck key alarms during testing. In summary, insulin pump passed required testing. Customer alleged for charge/battery lasts less than expected was not confirmed. Customer allegation for cosmetic damage (damaged belt clip rails) was confirmed during visual inspection where broken belt clip rails was noted. Stuck button alarm not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the buttons were not responding. Customer stated that clip rails on the back of pump were broken. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.